Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that red heart alarms and decreased pump speeds were observed when the pt was connected to the power module. The hospital submitted log file data, pictures, and x-rays to the MFR for analysis. A review of the log file revealed changes (erratic) in pump speeds. A review of the log file revealed changes (erratic) in pump speeds. A review of the pictures revealed that the percutaneous lead appeared to be disconnected at the metal connector. The x-rays did not appear to show any damage to the external or internal driveline. The distal portion of the percutaneous lead was replaced. A clamshell repair was also performed. No further info has been provided at this time.

Manufacturer narrative:
The distal portion of the percutaneous lead was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the analysis is completed.